Manufacturer narrative:
Concomitant medical products: 305c223 tissue valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The implantable pulse generator (ipg) system was explanted and replaced, on the contralateral side, with an implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.